Manufacturer narrative:
H4: device manufactured on january 12, 2023- january 14, 2023. H10: the device was received for evaluation. A visual inspection was done which observed fluid contained inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the housing. The reported condition was verified. The cause of the condition was due to a manufacturing assembly related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. When the liquid was injected, it did not end up in the elastomer, but ran into the plastic shell. The issue occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.